Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting. The lens was exchanged for a longer lens, which resolved the problem.

Manufacturer narrative:
Pt weight: unk. (B)(4).